Manufacturer narrative:
Investigation included technical support review and user education regarding expected post¿factory reset learning behavior and monitoring. Investigation of this case revealed no confirmed device malfunction and glucose values subsequently improved toward range. It was concluded that hyperglycemia occurred with cause unclear while the system re-entered its learning period following a factory reset, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated glucose readings on a g7 cgm overnight and into the morning despite no infusion set leaks, no delivery stoppage alarms, and continued insulin delivery through a 6 mm, 23" cannula, with glucose trending down at the time of contact; the user had factory reset the pump per their healthcare provider and was informed the system would relearn. Symptoms included hyperglycemia. Outcomes included transient disruption of glucose control without need for medical intervention.